Event description:
Almost two months post transfemoral valve implantation, the sapien xt was explanted due to paravalvular leak (pvl). Initially, the valve was positioned well, 50/50, and there was mild-moderate pvl. Post dilation was performed to address the mild pvl. It was noted that there was a large chunk of calcium causing the pvl. The patient¿s native annulus diameter was 25mm. The measurements were obtained from non contrast CT images. One week before the valve was explanted, there was discussion with the proctor regarding the patient¿s condition; the proctor indicated that he did not believe the symptoms were due to the pvl. However, the site physician believed that the patient needed intervention, although the proctor disagreed.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the annular rupture and worsening pvl is unknown. It is possible that bulky calcification contributed to the rupture. The rupture was surgically repaired. It is possible that the bulky calcium, in addition to the patient¿s multiple co-morbidities contributed to the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Initially, a sapien xt valve was positioned well; 50/50 in the aortic annulus, and there was mild-moderate pvl. Post dilation was performed to address the mild pvl. It was noted that there was a large chunk of calcium causing the pvl. The patient¿s native annulus diameter was 25mm. The measurements were obtained from non contrast CT images. Almost two months post valve implantation, a transesophageal echo confirmed a leaking aortic prosthetic valve. The patient had severe increasing aortic valvular insufficiency with severe heart failure symptoms. He had a new york heart association 4 ranking, and the decision was made to explant the sapien xt valve. During explantation, it was observed that the valve was in good position but there was an area of leak between the left and right coronary cusps. There was also an area of annular injury here with disruption of the aortic annulus. Following the explantation of the valve, a surgical edwards valve was implanted.

Manufacturer narrative:
The investigation is ongoing (unable to confirm pvl and severity).